Manufacturer narrative:
Lot manufactured between august 7, 2020 to august 10, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a ruptured bladder. Therefore, the reported condition was verified. The cause of the condition could not be determined, however, the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred while filling the device with medication prior to patient use. There was no patient involvement. No additional information is available.